Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils is close to the sack of the baby") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : weight increased, pelvic pain, pregnancy with contraceptive device, device ineffective, device dislocation" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.